Event description:
It was reported that during the implant the hcp kept commenting how much of a bleeder the patient was. While the lead was in place (about to test) the neuromonitoring associate stated he had lost responses in the patients right leg and foot. They immediately took out the paddle lead and looked for bleeding thinking there might be a hematoma. They didn't find bleeding, but opted to not put lead in. As the manufacturing representative (rep) was leaving room they heard neuromonitoring state he was seeing responses. In preop the patient stated that after her trial lead pull everything was fine but when she went to get out of the car upon arriving home she couldn't feel her legs and had to have emergency surgery for a hematoma. The patient was hospitalized overnight. The issue was reported to be resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 17-oct-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.